Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 2.50x38mm promus premier¿ stent was selected to treat the lesion. However, the physician had difficulty advancing the device but eventually, the device was crossed and was deployed in the lesion. During removal of the stent delivery system (sds) into the guide catheter, it was noted that the shaft was separated inside the guide catheter. The physician then advanced a balloon catheter to trap the detached sds inside the guide catheter and removed both devices from the patient; and the procedure was completed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4). Device is a combination product.   (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).